Manufacturer narrative:
The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message, during biomed testing. It was also reported there was no pt injury.